Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blockage leading to high blood glucose level, was feeling sick, unwell, vomiting, diabetic ketoacidosis. The patient tried to treat it with correction bolus via pump but on (B)(6) 2024, the patient was hospitalised due to high blood glucose level of 684 mg/dl and high ketones. During hospitalisation, the patient received intravenous insulin drip. The patient stayed in hospital for six days.currently, the blood glucose level of the patient was 166 mg/dl. No further information available.